Event description:
The patient contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during initial drain. During troubleshooting of the alarm, the technical service representative (tsr) asked the patient if he ended the therapy and started over with new supplies. The patient stated he ended therapy but did not start over with new supplies. The tsr explained to the patient that if he had any issues and needed to start over, it is recommended that the patient discard all the supplies and start over with new supplies. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011, regarding the reported event. The rn stated she was not aware of the patient reusing the supplies. The rn asked how the patient reused the supplies and baxter product surveillance explained that the patient ended therapy, did not disconnect, and started therapy again while connected with the same supplies. The rn stated the patient had not made her aware of this. Baxter product surveillance recommended a review of the proper procedures. The rn stated the patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Additional information: this complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow up MDR will be submitted.